Event description:
Six weeks post op surgeon discovered broken screw on x-ray after pt complained of pain & swelling. Pt was counseled to have second surgery. Pt left physician's office and has not returned. Physician now considers pt lost to follow up.